Event description:
The hcp reported the pt was admitted to the emergency room with nausea, somnolence, and urinary retention. The physician reported the pt had been seen in the emergency room regularly for the urinary retention. A catheter dye study was done that demonstrated the catheter to be patent. The programming was verified as correct. No reservoir volume discrepancies had been noted at refills. The pt had been on the same dose and concentration for some time.